Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient underwent surgery for the exeter stem. The patient developed osteolysis. The patient received revision surgery. When the surgeon checked the removed stem, rust was seen on the neck, trunnion, and stem.

Manufacturer narrative:
An event regarding loosening and corrosion involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Damage consistent with the explanation process and cement-mantle breakdown was observed on the stem." The mar concluded that "the stem debris was consistent with: biological material, the stem base alloy, and the decontamination process. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded " no further clinical information is available, so with the current material, this case can unfortunately not be solved despite the availability of a mar that documents some issues but also cannot establish a root cause of failure." Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the lot code. Conclusions: the exact cause of the event could not be determined because further information such as early post implantation x-rays, medical records and operative reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopoedics. If further information becomes available, this investigation will be re-opened.

Event description:
The patient underwent surgery for the exeter stem. The patient developed osteolysis. The patient received revision surgery. When the surgeon checked the removed stem, rust was seen on the neck, trunnion, and stem.